Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon was performing a laparoscopic cholecystectomy, when the er20 clip applier was opened to ligate the cystic duct and artery. When the surgeon attempted to preload the instrument by firing it he found that the firing lever was locked out. No clips could be loaded or fired. Another er320 was opened and used to complete the case without difficulty. There was no consequence to the pt.